Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/24/2019. It was received for analysis a winding former with a reparked needle-suture piece and a suture piece of product code vcp358h. During the visual inspection of sample, the swage and attachment area were noted to be as expected, the suture was received dispensed and broken in two sections. The ends of the suture were noted cut and present body fluids. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the breakage suture is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2019 and suture was used. During the procedure, the suture broke. Changed to another suture to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.